Event description:
Customer reported that he had high blood glucose of over 300 mg/dl due to his insulin pump is not delivering. Customer stated that, there at times when it appears that is delivering the full amount, but the insulin pump does not deliver the full dose of insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.